Manufacturer narrative:
Reliability analysis inspected 2 opened/used enlite sensors and performed bicarbonate buffer test. 1 of 2 sensors failed for high readings and the other passed per specifications with accurate readings. One of the two sensors was received with cannula broken and broken part is missing.

Event description:
The customer reported via phone call that she has been experiencing sensor reading discrepancies. The customer stated that she was receiving false low alerts. The sensor was reading below 70 mg/dl and but her blood glucose was 95 mg/dl. Troubleshooting was done and the customer noticed the tape was coming off. Customer was advised to change the sensor. The product was replaced and returned for analysis.